Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had exhibited an increase in threshold measurements and pacing impedances to the 1800 to 2000 ohm range over the last three years. Currently the impedance reached greater than 2500 ohms. A fracture was suspected, but not confirmed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. Since the patient has a lot of abandoned leads on the left side, the physician chose to implant a new system on the right side to prevent further occlusion of the vasculature. No additional adverse patient effects were reported.